Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 1. It was reported that it was getting hot when they charged their ins and it left a welted red burn mark on their skin; the patient experienced redness, swelling, and burns. They mentioned it took 3 hours to charge their ins. They had also been getting shocked at c2 even when the device was off. The shocking was positional and occurred every time they turned their head. A healthcare provider later called in and noted that the patient indicated the device wasn't working- the device was shocking, jolting, and jittering. No further complications reported.